Event description:
A customer from (B)(6) reported a misidentification for a quality control sample (ctcb 1742) in association with the vitek® 2 gn test kit (lot 2410283103). The customer stated the gn card result was actinomyces odontolyticus and the expected result was eikenella corrodens. No other information was provided from the customer. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
Report number 1950204-2018-00037 submitted on 18jan2018 was incorrect. The customer provided the wrong product and event information. The correct information was submitted in a different report, 1950204-2018-00071 on 14feb2018.